Event description:
Customer reports a female from the emergency room was having a CT abdomen and pelvis with contrast. IV access was the right ac with unk device. Optiray 320 prefilled syringe loaded into the injector (syringe discarded, unk lot number and expiration date). Injection protocol was 2ml per sec/100ml volume. Upon injection, approximately 97ml infiltrated into the arm. Pt returned to the ER for follow up. Pt arm elevated and ice pack applied. Pt observed for two hours and then released to home. No info available of follow up.

Manufacturer narrative:
Manufacturing report: field service engineer checked the error log and found errors 2049 and 2048. Both of these codes would cause the injector to stop, neither would be considered as contributing to customer's infiltration issue. Fse tested the injector per the optivantage service manual. All systems were within specification. The a side 125ml circuit was 15 psi high but within tolerance. The fse calibrated the position circuit to help minimize the 2048 error, cleaned the injector. Injector returned to full service by the customer.